Event description:
Pt was being positioned for a posterior cervical laminectomy (c4-5, c6-7). The mayfield head clamp with pins slipped and caused a small cut at the insertion site on the left side of the head. The physician clipped the cut and repositioned another head clamp and pins and proceeded with the procedure. Reason for occurrence is difficult. Inspection of clamp showed no weaknesses. The lock may not have been completely fastened or the pins may not have been in the skull as securely as needed.